Manufacturer narrative:
Gf health products, inc. Inspected the device at the user facility location and observed that the patient lift base legs moved from the fully open position towards the closed position with minimal applied force and the right front caster was not in contact with the floor while the lift was resting on a level surface. The patient lift was returned to gf health products, inc. For further investigation. A comprehensive product evaluation was performed which identified a loose center pivot bolt within the base leg linkage assembly. This condition allowed the base legs to move inwards from the fully open position, reducing the base width and adversely affecting the stability of the patient lift. After tightening the center pivot bolt, the base legs remained securely in the fully open position, and the previously observed inward movement could not be reproduced. No manufacturing defects, material failures or design deficiencies were found. Proper care and maintenance are essential to keeping the patient lift in a safe operating condition. The lf1050 operating manual provides instructions for inspecting the lift before each use to ensure all nuts and bolts are tight, the base can be easily widened, all lift parts are in place, all casters turn freely, and caster brakes can be engaged. Additionally, the manual specifies that at least once a month, the lift should be thoroughly inspected by a person qualified to recognize any signs of wear, and looseness of bolts or parts, and that any worn parts found be replaced immediately. This report does not constitute an admission or conclusion by gf health products, inc., or its employees, suppliers, manufacturers, or distributors (the "parties") that the reportable event was the result of the parties negligence or misconduct or due to the fault of their products.

Event description:
Per the user facility two staff members were transferring the patient from a bed to a geri chair using the patient lift. While pivoting the patient toward the chair, the patient grabbed the spreader bar, and the lift tipped over to the left. With assistance from the staff, the patient fell into the geri chair and the spreader bar struck the patient's head, resulting in a head injury requiring staples.